Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill reservoirs test and inspected the reservoir o-rings/stopper groove. The reservoir passed per inspection. No leaking anomalies were found during analysis. The plunger was easy to connect/release properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. The customer stated she was unable to remove a part of the infusion set that was supposed to be removal which caused the insulin to spill out. The customer stated that the plunger would not unscrew and would not untighten. The customer was advised to hold by the o-rings and try to twist in counter clock wise fast. Customer still was not able untighten the reservoir. The customer was advised that we would send replacement.